Manufacturer narrative:
Device not available for evaluation. No lot number provided. No root cause could be determined.

Event description:
Patient took a bolus click for his breakfast bg greater than 150 per his v-go prescription instructions. Patient ate breakfast and vomited shortly afterwards. Patient went to emergency room as he was vomiting with a bg of 54. The likely cause of the bg of 54 is that the patient took a bolus click but vomited his food shortly after ingesting his food; patient had the bolus insulin in his system without food. The patient instructions from the hcp were to bolus one click at meals for bg>150 and to remove the vgo for bg<75. Patient did not remove the vgo when his bg was 54. The patient discharged from the hospital on (B)(6) 2018.

Manufacturer narrative:
Address corrected.